Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that the continuous glucose monitoring system failed because the plastic was sticking to the sensor with the insertion device. The sensor liner was staying on the sensor base. Customer had high sugars and ended up in the emergency room. The hospital also found that he had an infection. It was unknown if pump was used within 48 hours of the high blood glucose event (customer did not have a low). It was unknown if smartguard was used. Troubleshooting was not done as helpline could not reach customer. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced sensor liner stays on sensor base. The customer reported hyperglycemia, infection treated with ems/ambulance/ER visit. The event involved product(s) mmt-397a, mmt-1884l, mmt-7040a, mmt-332a. Partial troubleshooting was performed. No further patient complications were reported. It was unknown whether the auto mode feature was active and whether the pump was used within 48 hours of the reported low blood glucose event. No product return is required for mmt-397a. No product return is required for mmt-1884l. Product return required for mmt-7040a. It is unknown whether product will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.